Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off event on 09-jun-2024.the infusion set was in use for 2 days. The glucose level was over 600 mg/dl and the patient was treated with correction injection via mdi. No further information available.